Event description:
It was reported that the patient experienced ineffective therapy due to high impedances. Both leads migrated and the cervical lead was also fractured. Lead migration was confirmed with x-ray. Surgical intervention was undertaken on (B)(6) 2025 wherein the leads were replaced to address the issue. Therapy was restored post-operatively.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.